Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The system, which had been in operation for 15 years, experienced a failure of the real time computer (rtc). The examination of the replaced and returned part showed water damage. It was not possible to determine what or by whom this water damage was caused. Although such problems are taken into account in the risk analysis, they cannot be completely avoided, especially in the case of external influences. For this reason, the operator of the system is advised via the instructions for use to take appropriate precautions on site to further ensure the safety of the patient. The affected rtc has been exchanged by the local service organization and the error has not been reported again. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no x-ray and system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.